Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to open. The technical support specialist (tss) restarted application remotely; retry successful and medication dispensed normally. The system functioned as intended after the technical support specialist (tss) troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a drawer failed to open, preventing issuance of roxicodone for patient after entering the pharmacy provided validation code. Remote troubleshooting was performed, and the application was restarted. Upon retry, the user was able to successfully issue the medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.